Manufacturer narrative:
The reported event of noise was confirmed. A complete lead was returned for analysis in five pieces. The lead was inspected visually and fully breached insulation degradation was noted adjacent to the connector region. The cause of reported event was isolated to the fully breached insulation degradation.

Manufacturer narrative:
No other device was not returned to manufacturer. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic experiencing palpitations. During assessment noise problems was noted that was reproducible with isometrics. It was noted that noise was observed since (B)(6) of 2016. No intervention or additional information was provided.

Event description:
New information received noted that on (B)(6) 2018 the patient presented in the operating room for right atrial (ra) lead extraction. The lead was extracted and replaced. The patient was fine post procedure.